Manufacturer narrative:
(B)(4).

Event description:
It was reported that receiver reinitialization occurred. Product has been received but is pending evaluation. A follow-up will be submitted upon completion. No injury or medical intervention was reported.

Event description:
The product was evaluated. An external visual inspection was performed and passed. A receiver charge and boot was performed and passed. Functional tests were performed and passed all relevant testing. A receiver download was performed and found error related to the complaint. The receiver case was opened, and an internal visual inspection was performed and passed. The allegation was confirmed due to the finding of a screen initialization without manual restart. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).